Event description:
The complainant reported that soon after impella cp placement, a large hematoma was noted in the right groin. Blood products were given and femostop was placed. Bleeding continued. The patient returned to the catheterization lab for impella cp removal and covered stent. At beginning of the case, the right femoral arteriotomy was pre-closed with two percloses, one of which failed as the knot was externalized. It was also very difficult to deploy and got stuck trying to remove the needles and the device that deploys the needles. Upon removal of the impella cp, covered stent was placed over the right femoral arteriotomy site along with balloon tamponade and manual pressure. The patient survived the event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and vascular damage has been completed. Impella cp, dilators, guidewire, and 14 french x 23 centimeter introducer were returned for evaluation. The 14 french x 13 centimeter introducer was noted to be used to insert the impella and was not returned for evaluation. No damage to the repositioning sheath was noted on the returned product. Clinical details noted that the perclose suture failed as the knot was externalized and there was difficulty in deploying sutures and removing the suture device. The patient had received multiple blood thinners while on support and noted bleeding from multiple access sites while in the cath lab. A large hematoma and oozing was noted at the access site. Additionally, arterial blood was present just inferior of the sheath site on angiogram during removal. The root cause of the vascular damage was most likely due to a use issue pertaining to the perclose sutures and was not related to the impella pump. The root cause of the access site bleeding - major was most likely patient condition related as it was noted that patient was bleeding from multiple access sites while on support.